Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture on the atrial channel. The health care professional was considering sending the patient home. The device currently remains in service. No adverse patient effects were reported.